Event description:
During service of the device, the covidien customer support engineer (cse) found an error code indicating a graphic user interface (gui) reset. Reportedly, the malfunction occurred during pt use.

Manufacturer narrative:
The cse replaced the graphic user interface (gui) printed circuit board assembly (pcba), and backlight printed circuit board (pcb). Software revision ak was installed. The ventilator passed extended self-testing (est), short self-testing (sst), and performance verification testing (pvt). (B)(4).